Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, during an endovascular procedure, it was reported that during deployment of a gore® excluder® conformable aaa endoprostheses the device was deployed with no issues. The physician reconstrained 2-3 times to reposition the gate. After final deployment, it was noticed that the graft appeared to have slipped or gotten pulled down and appeared like it had "accordioned" on itself and was now approximately 2 cm below the renal artery. We ballooned the area, however it did not correct the issue. The physician then implanted a gore® excluder® aortic extender component and ballooned it and it appeared to resolve the issue. Upon completion of deployment there was no excessive force required or noticed or additional steps needed. Neck was less than 30 degrees of angulation; seal zone was approximately 30 mm in length and measured 22-24 mm in diameter and we didn't use the angulation feature. Final case resulted in a good outcome with no endoleaks or patient issues.

Manufacturer narrative:
H6: added findings images were provided to gore and an imaging evaluation performed by a clinical imaging specialist showed the following: four jpeg images provided for evaluation. No name, date, or demographics on the images. The first 2 jpeg images appear to show one device is present as well as the delivery catheter. The device appears to be partially expanded. Cannot visualize the renal arteries without contrast, therefore, confirmation that the device moved distally of intended position after deployment cannot be made. Jpeg images 3 and 4 are very poor quality images. Proximal device wire patterns appear different than the 1st -2 jpeg images and location of the proximal radiopaque markers appear to be different. Cannot confirm the c-arm angulation is the same as on the first 2 jpeg images. Cannot confirm the location of the renal arteries on jpeg #4 that shows some contrast. No images provided for evaluation show the proximal device fully expanded. However, the confirmation that the device was deployed at the site cannot be confirmed without contrast and/or visualization of the renal arteries. The device delivery catheter and deployment system were returned to gore and a device evaluation performed by engineering showed the following: engineering evaluated the returned device and found evidence of a stretched inner member of the catheter, necking of the inner member of the catheter, and damage to the trailing end of the leading tip. These observations are consistent with the leading tip being caught and being pulled with force. An imaging evaluation was conducted on returned images. The images reviewed could not be used for a full imaging evaluation, because they do not meet the dicom standards. The first two images show a device present as well as the delivery catheter. The third and fourth jpeg are very poor quality, however, it appears that the proximal device wire pattern and location of the proximal radiopaque markers are different than the first two images. There were no observations that could have identified the root cause for the catheter and leading tip becoming caught and the device being pulled down. Based on the findings from the evaluation, the returned images and the condition of the returned device suggests the leading tip became caught and pulled with force. Engineering was unable to determine when this occurred during the procedure, however, this is consistent with the observation that ¿the graft appeared to have slipped or gotten pulled down and appeared like it had "accordioned" on itself¿. The observations that ¿upon completion of deployment there was no excessive force required or noticed or additional steps needed¿ and that the graft ¿was now approximately 2cm's below the renal artery¿ after final deployment could not be evaluated with the available information. A manufacturing deficiency could not be identified, therefore, this type of event will continue to be monitored.